Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing due to water ingress. The device's blower assembly was replaced to address the issue. Additionally, the blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, outlet side panel, and muffler assembly were replaced due to water ingress.